Event description:
The pt's spouse called to report that pt used the suspect device to check pt's blood glucose. Pt obtained a result of 191mg/dl and then administered 30 units lantis and 12 units humalog. Pt then repeated the test using the suspect device and obtained a result of 143mg/dl. Spouse then found pt unconscious and spouse called the paramedics. Upon arrival, the emt's used their own equipment and tested pt's blood glucose at 21mg/dl. The emt's gave pt a glucose IV until pt's blood glucose reached 141mg/dl on their equipment. Pt was not taken to the hosp. The suspect device was replaced with new product and authorized for return to the MFR for evaluation. A level 1 glucose control was used and was out of range. The control result was 82.